Manufacturer narrative:
B2: other - a piece remained in tissue against rib. E1: initial reporter first name is unknown. H3: the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Radiographic image review: fluoroscopic view thoracic kyphoplasty , a canal trach is present from vertebral body through cannula site, a small cement fragment is present subcutaneously is present adjacent to it as described. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having t9 kyphoplasty for vertebral compression fracture. It was reported that cement hardened by minute 12 when they were finished injecting cement into patient and trying to get cds bfd out of cannula. Once they got cds bfd out, around 12.5 minutes, they tried to put the inner stylet back into cannula and only got it halfway down. They did not want to risk the cannula getting stuck in the patient with cement hardening, so removed the system. Cement followed cannula out into pedicle to the skin fully hardened. Clipped as much as possible, but a piece remained in tissue against rib. The facility has humidity issues due to facility not having proper insulation when built for medical space. There was no patient symptom reported. There were no further complications reported regarding the event.